Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The physician reported the patient had pain with the device and had a return of symptoms. It was also reported they were unable to use the controller properly. The patient did not report any known cause/contributing factors to the physician. Troubleshooting was done to provide patient education and reprogramming, but the patient had a full system explant. It was noted the issue was resolved at the time of the report.